Manufacturer narrative:
Evaluation summary: moderate host tissue overgrowth is evident. No other inconsistencies detected. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of 41.2 months, information learned from implant patient registry. Tthrough follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and mitral insufficiency. An operative report was requested, but none was provided, due to medical records policy restrictions per the health care provider. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.